Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump had a scratched screen. Functional testing involved starting the pump in application and showed the reported issue was not able to be duplicated as the pump had a constant alarm and a blank screen. The downstream sensor was replaced as a preventive measure. The circuit board was also replaced. Based on the investigation, the complaint allegation of "double beep no cassette" was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." No adverse effects were reported.